Event description:
Customer was hospitalized for low blood glucose levels. Customer primed her insulin pump while she was connected to the infusion set. Customer was instructed not to use the insulin pump until she had talked with her personal physician. Troubleshooting was not performed.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.